Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 29. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 29. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and increased sensitivity. No further patient complications were reported.